Manufacturer narrative:
.

Event description:
A customer notified biomerieux of a mis-identification when using the vitek 2 gram (B)(6) ID test kit. A pseudomaonas aeruginosa sample was identified by the test kit as a burkholderia. When specifically asked the customer noted no injury or death happened as a result of the mis-identifications. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
This report was initially submitted following notification that a customer in canada reported a mis-identification of pseudomonas aeruginosa as burkholderia cepacia group when tested in the vitek® 2 gn ID card lot # 241354540. The customer confirmed the identification using maldi-tof. The customer did not comply with biomérieux request for raw data or strain submittal. The customer also reported testing the pseudomonas isolates from plates incubated at 42c which is outside of the recommended range for the gn card (35-37c). Two lab reports were submitted with each giving the same bionumber. According to the vitek® 2 gn knowledge base, both lab reports showed nine (9) atypical reactions (atypical positive: ado, larl, dcel & dtag; atypical negative: lhisa, cmt, o129r, lmlta, llata). Testing from plates incubated outside of the recommended range may cause atypical reactions as compared to the gn knowledge base. These atypical reactions may cause the isolate to be unidentified or mis-identified. Evaluation of manufacturing batch records indicated the lot met final qc release criteria. There were no issues observed on initial qc performance testing. Based on the investigation, there is no evidence to suggest the vitek® 2 gn ID card lot 241354540 is performing outside of specifications.